Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a transfer guard anomaly and leaks in the reservoir at transfer guard. Blood glucose value at the time of the event was 400 mg/dl. The customer who experienced hyperglycemia had emergency medical services and was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-332a, and mmt-242a. Troubleshooting was performed. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. The customer will discontinue use of the reservoir. Mmt-332a was requested, and the customer response was that the device will be returned. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.